Manufacturer narrative:
Correction: please retract this report (2017865-2020-13339), as there was no allegation of a telemetry anomaly. Rather, a common alert was seen on the programmer during device interrogation that did not actually indicate any malfunction of the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker had a radiofrequency telemetry anomaly. Additional information was requested but not yet received.